Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cap module and cross arm brake. The system was tested and found to be working intended and placed back into service.

Event description:
It was reported that the demo 9800 system was booting with a "d/a channel #3" error message. It was also noted that the cross arm brake was not holding. There was no report of patient or operator injury.